Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are: customer not returning.  File discarded. Product not received at investigation site. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.

Event description:
In this event it is reported that profile vortex blue 04/25 25mm file broke during use at mid root on tooth #3. The broken part was not retrieved and was incorporated into the filling. No injury. The file was discarded.